Event description:
On 2008 (B) (6), the pt underwent the surgery with matrix smart lock plate and screws. One week after the surgery, the surgeon found through the x-ray that the distal locking screw backed out. Thus, the surgeon used another plate in the revision surgery and the surgery was completed. The surgeon requested the investigation of the event.